Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys pth immunoassay results when patient comparisons were performed between two cobas 8000 e 801 modules at the site and a cobas 8000 e 801 module at another site. Of the data provided for 52 patient samples, only the results for six patient samples were discrepant. The results were reported to the clinicians. There was no allegation of an adverse event. The reagent lot number was 22043500. The expiration date was requested but was not provided. Review of the provided calibration data found some results were out of range. The provided qc data indicated a shift and high variability.